Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery trays, power conversion enclosure and charger were replaced to restore functionality. Unrelated to the reported issue, it was reported that the j2 connector on the conversion enclosure was not attached. The door of the imaging system could not be closed mechanically or electrically. It was reported that the dingus of the imaging system had fifteen teeth off from the starting position and that the rotor was aligned. The rotor drive belt was then found to be damaged with missing teeth and the gear box for the unit was damaged as well. The rotor drive nut was reported to move about 3/4 of a turn then not engage. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not charge correctly and the system would not power on intermittently. There was no patient present when this issue was identified. No additional information was provided.